Event description:
Customer reports the use by date on the advantage test strip vial as 03/28/2008. MFR's database and batch record confirmed the actual use by date to be 04/30/2005. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
Retention samples have expired, therefore, only historical data is available.